Event description:
Pt spouse called lfs and alleged that pt's meter was reading inaccurately high. The pt had performed several control solution tests and all failed, giving high results. Spouse stated that on the evening one day ago pt tested their blood sugar before dinner and obtained a result of "200 or 300 something." Spouse stated that pt usually takes humalog before meals but spouse does not know if pt took it or not. Spouse stated that pt did take their lantus 15 units before bed. This is set amount. The next morning spouse attempted to wake pt but pt was unresponsive. Spouse called paramedics and when they arrived they tested pt's blood glucose. The result was in the 30's. Pt was given IV glucose and taken to the hosp. Pt was admitted to the emergency room for hypoglycemia and released when their blood glucose statilized. Pt spoke to their dr who decreased their set amount of lantus from 15 units in morning and evening to 9 units in morning and evening. This case is being reported as a malfunction due to the control solution tests failing. There is no evidence of meter contributing to a serious injury. The last test the pt took was before bed, no tests done on the meter at the time of the event. The pt took their set amount of insulin before bed and the physician has since cut the dosage in half. The meter and test strips have been replaced for the pt.